Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a consumer from philippines of peritonitis subsequent to dianeal pd2 unknown bag therapy. In (B)(6) 2011, the patient began dianeal pd2 unknown bag (dose and frequency not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced peritonitis manifested by abdominal pain and cloudy effluent and was admitted to a hospital on the same day. Treatment for the peritonitis included intravenous ceftazidime 1.5 gram. By the time of reporting, the patient was recovering from the peritonitis. Action taken with dianeal therapy was not reported. The reporter did not provide a causality assessment.